Event description:
It was reported that during a thyroidectomy procedure, the device when placed on the tissue that was bleeding and it would not seal the vessel. Unk size vessel - less than 5mm. Tiny bleeder, nothing major. Bovied and continued on. No blood transfusions. Also, there is a mark on the tissue pad where the device was used without tissue in the jaws. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The cutting of test media performed as expected.